Manufacturer narrative:
The gliderite single use stylet was returned to verathon for further evaluation. A verathon complaints specialist evaluated the returned stylet where they were able to verify the reported issue. It was found that the stylet had broken into two pieces. The returned stylet was forwarded to verathon engineering for further evaluation. Once the device evaluation is complete, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that during a patient procedure using a gliderite single use stylet, a piece of the device had broken off and slide down the endotracheal tube (ett). The end user was able to remove the broken portion from the et tube and there was no harm to the patient or user reported.

Manufacturer narrative:
Verathon engineering completed their evaluation of the returned gliderite single use stylet. Verathon engineering inspected the returned stylet and confirmed the reported breakage. Verathon was unable to identify any manufacturing defects on the returned style. A mechanical stress test was performed and the stylet met all applicable specifications. Corrective action is not required at this time. Verathon will continue to monitor for trends.